Manufacturer narrative:
The reported event of header anomaly was not confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Visual inspection of the septum, setscrew and lead bores did not reveal any anomaly.

Event description:
It was reported that, during a procedure to replace the device for approaching the elective replacement indicator (eri) alert, the left ventricular (lv) lead was found to have dislodged from the device header and fluid was observed inside of the header. The suspected cause of the event was inadequate insertion at implant or a device header anomaly. The device was explanted and replaced to resolve the event. The patient was stable.